Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed on the device which found that the device was functioning properly and it passed pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was observed that the motor had strong vibration, corrosion on the bearing and the coupling head was worn out. It was further determined that the magnet from control lever had come out. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: device availability. The device availability was inadvertently documented as 11/22/2017 in the initial report. The date returned to manufacturer was corrected to 11/2/2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an open reduction internal fixation (orif) acetabulum surgical procedure, it was observed that two small battery drive devices were not working. There was ten minute delay to the surgical procedure. It was not reported if a spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.